Event description:
During a colonscopy procedure the physician used a wilson cook saeed six shooter multi-band ligator. After five bands had been placed the barrel detached from the tip of the endoscope during removal from the patient. Information provided indicated an olympus model #gif-160 was used with the ligator. The barrel was removed from the patient's rectum with a basket after a polypectomy snare and biopsy forceps had been used.